Manufacturer narrative:
Address: (B)(6). The following issues were also found during the evaluation: receptacle was found loose and may be responsible for noise/flickering in image. Receptacle capacitor found broken. Front panel had multiple cracks. Front panel harness also found deformed. Front panel chassis had a dent. Scope socket was found broken. Pump tube was found kinked. Burn marks were found on led harness. Dust was found inside the equipment. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus employee stated demo asset had a broken fan. Upon inspection and testing of the returned device, it was observed device was showing a fan error (e337) on monitor due to fan being broken. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 16-mar-2022. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the temperature inside the housing has risen due to the fan lock, and the parts related to the image output broke down resulting to the reported event. Olympus will continue to monitor field performance for this device.